Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an intermittent issue with the navigation button was observed. The device's front panel pca was replaced to address the issue.